Manufacturer narrative:
The instructions for use states, the complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), reoperation, endoleak and stent graft: improper placement; migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with two gore® tag® conformable thoracic stent graft with active control system endoprostheses. A tgmr373720 was the most proximal device, having been placed at the left common carotid artery with a snorkel within the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent reintervention for a proximal type I endoleak (date of onset unknown) and an additional gore® tag® conformable thoracic stent graft with active control system (tgmr373715) was placed proximally. The physician reported that the device was deployed aggressively on target and needed to be retracted due to partial coverage of the innominate artery. The device was retracted successfully with lock wire in place, but it is suspected that it migrated proximally when the lock wire was removed due to stored energy and maneuvering through the previously placed tgmr device. The device was successfully retracted to a satisfactory position with a gore tri-lobe balloon. No injury was noted to the patient and the procedure was successfully completed. At the conclusion of the procedure the exposed stent apices breached the origin of the innominate artery however stent graft itself was well distal to the innominate artery. The patient tolerated the procedure and the endoleak was resolved. The physician reported no enlargement of the aneurysm.